Event description:
Report received from the USA regarding an attachment device in which, during a lumbar fusion surgery, it was observed that the device ¿made noise and would not turn properly". There was a one to four minute delay in the surgical procedure. An identical spare device was available, and the surgery was completed successfully. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).